Manufacturer narrative:
Analysis confirmed the reported issue; there was a power supply overheat recorded in the log file. It was also found that the upper universal serial bus (usb) port was damaged, and if a memory stick was plugged in to the drive, the programmer would shut off. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed an alert for high temperature. The programmer was rebooted, but the message remained. The programmer was returned for service. There was no patient involvement.